Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had hip done on (B)(6) 2019. Patient was implanted with a stryker cup and liner with an s-rom 11x16 30 +4 stem and 36mm +3 ceramic head. Patient dislocated anterior. The surgeon decided to revise the patients acetabular component to a stryker dual mobility. He removed the 36mm +3 ceramic head, and implanted a 28mm +3 ceramic head with the stryker dual mobility construct. He found the trunion to be in good condition, so he opted out on changing the stem in order to change the ceramic head. Doi: (B)(6) 2019; dor: (B)(6) 2019, left hip.